Event description:
It was reported that rep opened a triathalon insert. There was a staple inside the packaging that pierced the outside container. Rep had a different insert to implant, no adverse consequences.

Event description:
It was reported that rep opened a triathalon insert. There was a staple inside the packaging that pierced the outside container. Rep had a different insert to implant, no adverse consequences.

Manufacturer narrative:
The device history review for the reported lot was satisfactory. The complaint history review determined that there were no other events for the lot. A visual inspection of the returned packaging confirmed the presence of puncture holes in the unit carton that are consistent with damage caused by the application of two staples. The staples were not returned for evaluation. The outer blister was punctured by one of the staples. The inner blister was undamaged. The event was confirmed. The investigation concluded that the staples would not have been applied in either the packaging department or in the stryker (B)(4). It is not known why or where the staples were applied but it is noted that the component was packed and has been in the distribution chain since january 2010.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.